Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. Upon investigation of the drive mechanism, the exact cause of rotational sensor error could not be determined. Upon manually turning the ratchet gear, the cannula and needle were found to deploy normally. The rotational sensor error prevented the cannula and needle from deploying after second priming sequence was completed. Inspection of the pod found the commutator cap to be contaminated. It could not be determined if the contaminated commutator cap resulted in the rotational sensor error.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to pd1k03192111. Expiration date changed from unavailable to 9/19/2022 unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from unavailable to 3/19/2021.